Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a loss of suction during lasik flap creation. The procedure was completed with a new patient interface without harm.

Manufacturer narrative:
Review for the day of treatment shows an error message ¿suction pressure pump 2 too low¿ occurred and after this error message the warning message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ occurred. The warning message indicates that the user pressed the right footswitch to turn off the vacuum. The root cause for the too low pump2 suction pressure could not be determined conclusively. The root cause could not be determined conclusively. The possible root cause could be a movement of patient eye. The manufacturer internal reference number is: (B)(4).